Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~0.5 y. The acetabular liner, acetabular shell, femoral head and femoral stem components were revised.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other relevant events for the reported lot or sterile lot ids. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for approximately 0.5 y. The acetabular liner, acetabular shell, femoral head and femoral stem components were revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 56mm; cat# 42-11-56f; lot# mjkp7e, accolade 132 size 4.5; cat# 6020-4535; lot# 33373604, trident 0° x3 insert 36mm ID; cat# 623-00-36f; lot# mjkd37, unknown femoral head 36mm+2.5; cat# unk; lot# 254063. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and (B)(4) regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.